Manufacturer narrative:
Reporter occupation - non-healthcare professional. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The lot number was not provided. However, a review of distribution records indicated two lots (w3768039, w3724413) were delivered to the hospital for this product. The device history records for the possible lot numbers were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all savary-gilliard esophageal dilators are subjected to a visual and functional inspection to ensure device integrity. A review of the device history records for the possible lot numbers confirmed that the lots met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic procedure, the user selected a cook savary-gilliard dilator. The user observed that the radiopaque bead had fallen off the tip of the device. This was discovered upon sterilization for reuse. This occurred prior to patient contact; there was no impact to the patient.